Event description:
It was reported the programmer has a long boot up time and it continually reboots. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer had a long boot time. The keyboard connector was not fully seated, so the keyboard connector was unplugged then re-plugged. It was also noted that the analyzer signals test was out of specification, so the link electronic module (lem) circuit board was replaced and calibrated. Also, the fan was noisy. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.